Event description:
Patient reported the loss of therapeutic effect with implantable neurostimulator (ins). Patient had gradual return of symptoms around four months ago as "peeing in their pants" 10 times as day. Caller also reported that every time the adjustment was made to her therapy then they felt pain. They could feel stimulation going down her whole leg. They tried all programs and settings. Caller also mentioned that their ins was "not laying flat, not staying in place, and it's crunch up like a ball." Caller stated that their doctor told them that their ins was not staying in place when they got the implant in 2012 and it was getting worse. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastorintestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.